Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 77 year old male patient with concern for hemolysis. The patient had dark red urine, and ldh was approximately 1500. Plasma-free hemoglobin could not be obtained at the facility. The impella pump was noted to be positioned deep and was pulled back. No additional information regarding device markings or measurements was available from the care team.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation hemolysis/mechanical interaction with blood: the cause of the hemolysis was unable to be determined due to lack of product and data logs returned. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details and no product returned.